Manufacturer narrative:
Failure analysis found intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Numbers did not ramp up on its own or scroll bar moving with no input during failure analysis.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling and the up button was stuck during a bolus. It was also found the customer was unable to resolve the issue by replacing the battery. Customer's blood glucose was 218 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.